Manufacturer narrative:
Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable event of carrier broken.

Event description:
It was reported that, during a sacrospinous ligament fixation procedure, a capio slim was used. During the procedure, the carrier broke. The procedure was completed with another of the same device. No patient complications were reported.